Manufacturer narrative:
The reported sensor (B)(4) has been returned and investigated. The sensor plug was properly seated and no damage was observed on the returned sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 3 (indicating active state). Visual inspection was performed on the sensor plug assembly and no failure modes were observed. Linearity testing was performed and all results were within specification. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid reader serial number has not been provided. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre sensor. Customer reported receiving readings of 79 mg/dl, 64 mg/dl, 42 mg/dl, 197 mg/dl, 83 mg/dl, 74 mg/dl and 60 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.